Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the bipolar impedance of the atrial lead was low. There was good capture and sensing. The lead is still in use. No patient complications have been reported as a result of this event.